Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger button was non-functional, and the ins could not be turned on. It was reported that the ins battery was blinking on the 3/4 quartile but when pressing the stim on button, stim will not turn on. The patient reported that the patient programmer was not available to try to turn the stimulation on. The patient reported that they were having pain down the back and into both legs. The patient reported that the knees feel numb and left fingers are so numb on the tips that they can't grab anything. The patient reported that their hands don't work.